Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what was the indication for surgery? Gastric sleeve for weight loss. How was the post-op bleeding identified?- post op bleeding identified via CT scan, patient hypotension in pacu. How many days postoperative was the bleeding identified? The bleeding was identified between 24-48 hours post operatively. What was the total estimated blood loss (ml)?- estimated blood loss: unknown was a transfusion required?- transfusion required. What was the pre and postoperative anti-coagulant and pain management protocol? I am not aware of the anti-coagulant or pain management protocol. Was the bleeding intraluminal or extraluminal? The exact site of the bleed was undetermined. Was there any medical or surgical intervention to address the hematoma?- I believe there was a surgical intervention to address hematoma. Answer: procedure: gastric sleeve for weight loss this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post operative after a sleeve gastrectomy there was an issue with the patient. They thought that there was some bleeding. A CT scan was done and they could not find any actual bleeding but there was a hematoma in the middle to the distal part of the stomach. The patient is doing fine and was sent home.